Event description:
While trying to retrieve the wire after a diagnostic procedure in the iliac artery, the wire was noted to be damaged. It was disentangled (untwisted) in the distal part. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact on this event. The product was not returned for analysis. Without return of the actual product in question for evaluation, an exact cause for this incident could not be determined. A review of the device history records relative to the mfg, inspecting and packaging of the involved lot indicates that the product was final inspection tested and determined to be acceptable.